Event description:
Facility reported that "pt alerted staff that his access was bleeding. Staff noted that blood was coming from the access and treatment was stopped. The area that was bleeding was identified and the venous needle was removed. The needle had punctured through the skin and blood was squirting from the puncture site. Bleeding was controlled and then a new needle was inserted and treatment resumed. Pt's bp remained stable. Dr (B)(6) made aware and new orders obtained for labs to be drawn." Dated (B)(6) 2009, based on the results of (B)(4) clinical affairs investigation, there is a possibility that the pt might have moved or something happened in order to cause the needle to puncture through the skin. There was no noted visual defect to the needle. The clinical mgr suggests the possibility this occurred due to pt's superficial fistula and thin skin.

Manufacturer narrative:
Conclusion: based on the results of (B)(4) clinical affairs investigation, there is a possibility that the pt might have moved or something happened in order to cause the needle to exit the skin. Moreover, the incident happened only after 1.5 hours into the treatment. There was no visual defect to the needle. The clinical mgr stated that the incident might have occurred due to pt's thin skin. There was no malfunction on the needle itself. From our preserved sample eval and DHR review, the complaint lot met the qa specs prior releasing it to the market. Thus, no corrective action will be applicable as reported incident is not related to any malfunction of our product.